Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device and transvenous defibrillation lead delivered inappropriate shock therapy to the patient. Review of the electrograms (egms) noted noise on both the rate/sense and shock channels. The noise was oversensed and also led to an inhibition of ventricular pacing. The patient is pacemaker-dependent. The noise was reproducible by having patient press palms together in front of him. The ventricular pacing and shock impedance measurements were normal.